Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the fluid path prior to internal decontamination found significant residue that caused reservoir access issues. Additionally, destructive analysis of the pump found corrosion and shaft-wear on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 965.5 mcg/day), bupivacaine (40 mg/ml at 7.7 mg/day), and compounded baclofen (600 mcg/ml at 115.86 mcg/day) via an implantable pump. The indication for use was non-malignant pain-cervical/neck. On (B)(6) 2015 it was reported that the hcp was locked out of the pump doing a routine refill; the reservoir valve locked up. It was recommended that she aspirate and hold negative pressure for at least 15-20 minutes until the pump released and allowed her to inject the meds again. The negative pressure was tried with no results. The patient status was reported as ¿alive-no injury¿. Additional information was received on (B)(6) 2015 from the hcp. During the report, the hcp confirmed proper needle orientation, checked needle patency, confirmed a manufacturer¿s refill kit was being used, attempted the locked valve procedure by holding negative pressure, and used a smaller (5 or 10 cc) syringe to force saline into the reservoir. The hcp was able to aspirate the saline and then was able to refill the pump with the medication. The troubleshooting resolved the reported event. The patient had no symptoms related to the event. Further information was received from a health care professional and patient via a company representative. The patient was receiving fentanyl (concentration 5000 mcg/ml, dose 871mcg/day), bupivacaine (concentration 40 mg/ml, dose 6.973 mg/day) and compounded baclofen (concentration 200 mcg/ml, dose 34.87 mcg/day) via an implantable pump for cervical/neck and non-malignant pain. The patients pump was replaced on (B)(6) 2017 due to what the patient told the company representative as refilling issues ¿locking up¿ the facility still had the pump. There were no symptoms mentioned during this report. No further complications were anticipated/reported.

Manufacturer narrative:
The date (2015-jul-31) reflects when the manufacturer became aware of the information reported. If information is provided in the future, a supplemental report will be issued.

Event description:
On 07/31/2015 it was reported that the reservoir valve locked up in (B)(6) 2015. They were able to do the refill after aspirating out the air. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.